Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced.